Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory due to review of device egm. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced episodes of syncope. Upon review, noise was observed on the right ventricular channel which caused pacing inhibition as false detection of ventricular fibrillation. The right ventricular lead was capped and replaced on (B)(6) 2019 and the implantable cardioverter defibrillator was explanted and replaced. The patient was stable during a post-procedure.